Event description:
The customer reported that on 11/21/1997 vasoseal was used following a diagnostic catheterization procedure. One month later, the pt presented with groin discomfort and a knot under the skin. Eight days later the physician was notified again with the same complaints. A cat scan revealed a 5cm x 5cm tubular structure in groin. One week later the vasoseal sheath was surgically removed.